Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the baxter solution bag during dwell 6 of 6 of pd treatment. The patient reported receiving air detected in cassette alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have began. The source of the leak is the baxter solution bag. All lines and connections were checked and the line bag connection to the baxter bag seemed loose. The patient also reported that for the last 1.5 weeks the cycler door had formed a large gap on the right side where the hinge is. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that no alternate treatment option is available. Upon follow up, the patient's contact confirmed that treatment was completed with continuous ambulatory pd. The pdrn confirmed the patient does use the fmc adapter for baxter solution bags. The pdrn confirmed the patient did not develop any symptoms, adverse events, injuries, or require medical intervention since the occurrence of this event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed and failed due to a grinding noise which was traced to motor pump a. There were no fluid leaks during the ast. The cycler underwent and passed a patient sensor calibration check. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.